Event description:
On (B)(6) 2022, it was reported by a sales representative via sems that a ar-9236-02pp glenoid trial broke. This occurred during a case. No additional information was provided. Additional information requested.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
This report is being submitted to provide additional information in b5, h3, h6, and h10, and updated information in g1 and g3. Since the complaint device was not returned, a physical evaluation of the device was not performed. However, without the device being returned or any photos provided, the report event is not confirmed. The most likely cause of this failure is attributed to wear and tear damage incurred through repeated usage.

Event description:
Additional information provided: the procedure occurred on (B)(6) 2022. The procedure type was an eclipse total shoulder arthroplasty case. The device broke during removal and all fragments were removed. The case was completed, as the trial was no longer needed so the case was completed as normal.